Event description:
It was reported that the patient had experienced a loss or change of therapy. The patient stated the device wasn't working anymore. The patient only has 1 program and it isn't working so that is why she needed to meet with the manufacturer's representative to get reprogrammed. The patient noted she has to do self cathing. Event date: (B)(6) 2014. The patient reported being very frustrated and wanting to complain about field representative. The patient reported he was supposed to contact her 3 weeks ago and he never called. The doctor's office had also been unsuccessful reaching him. The patient reported her device hadn¿t worked since (B)(6) 2014, and the patient reported getting an electrical shot while she was self-cathing herself in (B)(6) 2014. The patient had recently been dealing with bilateral pneumonia and chf (congestive heart failure). Additional information received from the patient noted that regarding the circumstances that led to the device not working, only one program set and it was not working. Regarding steps taken to resolve the issue, it was noted that after many calls to the representative, he walked the patient through setting up other programs on the device. The issue, regarding the device not working, had been resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0128z, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).